Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" first finger stick result: inratio inr: 1.6. Second finger stick result: inratio inr: 2.3. Nurse mentioned that blood flow was better on the 2nd test when she performed the finger stick. Pt has no diet or medication change; not on heparin or lmwh. Pt is not anemic or on dialysis.

Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by the customer. Inratio precision data provided by end-user. Date: (B) (6) 2010, 1st inr: 1.6, 2nd inr: 2.3, mean: 1.95, sd: 0.49, %cv: 25.38. Since 25.38% cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Retain strips were tested with in-house meters and therapeutic donors. As of 02/03/2010, 2 discrepant results complaint was reported for lot #223043 yielding a complaint rate of 0.000834%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Investigation results, precision: for each pair of replicates for each sample on strip lot 223043, mean and standard deviations were calculated. In-house test results have 8.66% and 2.55%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation will be pursued. No corrective action required at this time as no product deficiency was established.